Event description:
It was reported that the patient received six shocks due to ventricular tachycardia (vt), but true cardioversion did not occur. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.